Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as CT system. It was reported that, during an examination of an emergency patient, an external patient monitoring device (intellivue patient monitor mx100) fell from the patient handling system (phs) and struck the gantry sealing ring. As a result of the impact, the sealing ring was penetrated, and contact occurred between the monitoring device and the rotating portion of the gantry. The patient monitor was positioned on the patient handling system between the patient's legs without being secured by a retaining strap. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be use-related factors. No system malfunction was identified. The system operated in accordance with its specifications. The falling of the external object into the gantry is considered to be outside the control of the manufacturer. The impact damaged the plexiglas ring and components within the rotating part of the gantry. The customer elected not to pursue repair of the system and instead decided to replace the CT. The affected CT system was taken out of service. A safety assessment has been performed.